Event description:
The complainant reported that during an angiography procedure of the common iliac artery, the tubing connector didn't support the rated pressure of the suspect device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The suspect device was returned for evaluation. An investigation will be performed, and a follow-up report will be submitted when additional info is available.